Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that repeated bending stress might have been generated during guide wire manipulation due to lesion and/or anatomical conditions, accidentally forming a knot on the guide wire that later became knotted. As tension generated with withdrawal attempts was locally applied on the sion guide wire while its knotted segment was caught by the deployed stent, the guide wire was detached. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that removal of the guide wire fragment by thoracotomy was an additional treatment and therefore reportable. No CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire was used for stenting to an unspecified coronary vessel. After the procedure was completed, the sion guide wire was deformed, knotted, entangled with the deployed stent, and detached during withdrawal attempts. The patient was transferred to a different medical facility and received open surgery for removal of the wire fragment. It was informed that the fragment was successfully removed and the patient was discharged afterwards.